Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: complaint description: the veterinary customer complains that the needle separates/detaches from the thread. Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received two open and unused samples (without second pack and a piece of aluminium foil). The thread on the open samples received is broken in pieces as can be seen on enclosed picture. The thread has been degraded by hydrolysis along the time. Checked carefully the aluminium foil of both samples and have not found any hole/damage in the aluminium foil. However, a piece of aluminium foil of both samples is not received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, it is considered that these isolated and accidental units, the rest of the batch is correct. Final conclusion: complaint is justified. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: six_03_2015.

Event description:
Country of complaint: portugal. The veterinary customer complains that the needle separates/detaches from the thread.